Manufacturer narrative:
Concomitant product(s): 250ml hospira bag; lot 55-203-kl, exp. 1 jan 2017, heparin sodium 25,000 usp units/250ml in 0.45% sodium chloride injection; therapy date concomitant product(6) 2015. The customer¿s report of the pump module infusing faster than programmed could not be confirmed. The pcu log showed that at 3:34 pm on (B)(6) 2015 a heparin infusion was started at 10ml/hr with a vtbi of 225ml. Six hours later, the vtbi was reprogrammed to 250ml. Approximately one minute later, the device was paused and restarted multiple times until it was channeled off at 9:43pm. At 10:33pm, the infusion was restarted; however, it was channeled off at 10:35pm. At 10:51pm the user restored the infusion and programmed a 30 minute delay, then cancelled the delay, and the infusion continued for approximately 5 minutes. At 11:01pm the pump alarmed for "flo stop open", and within a few seconds the user closed the pump door, silenced the alarm, and restarted the infusion. At 11:02 pm the infusion was again paused and immediately restarted; this sequence was repeated in another minute, and at 11:03pm the user channeled off the device. The total volume recoded as being infused was 60.686ml, which would leave an approximate residual of 189ml volume. The event log shows the device was in a ¿channeled off¿ state twice, once from 9:43 to 10:33 pm, and the second time from 10:35 to 10:51 pm. The log review could not determine whether the IV tubing set was removed from the lvp during these periods. Rate accuracy testing was performed and the pump module was found to be infusing within specification. Functional testing was performed using the returned IV tubing set and heparin bag and no leaks were observed. In addition, the IV set was pressurized up to 30psi of air and no leaks were observed. Physical inspection of the pcu and pump modules noted the devices to be in overall good condition. The root cause of the reported pump module infusing faster than programmed could not be determined.

Manufacturer narrative:
Concomitant product: heparin IV bag, lot # 55-203-kl; therapy date (B)(6) 2015. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that heparin 25000units/250ml intended to run at 10ml/h was found "almost dry" earlier than expected and that "it seemed dripping fast." It was estimated that 190ml had infused. The infusion was stopped, the physician notified, and ptt, hemoglobin, and hematocrit labs were drawn. Although the ptt was recorded as >400 seconds, no obvious signs of bleeding were noted other than blood tinged urine that had not changed; the patient was undergoing continuous bladder irrigation (cbi). Serial ptt lab draws continued every 6 hours and the heparin infusion was restarted the next day, approximately 7 hours after the event was discovered. No patient harm was reported.